Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The additional information provided by olympus trading ((B)(4)) limited confirmed the following; the device shut down automatically due to defects in the main board. According to the device repair history, the device has not been repaired in the past year. The reported event was caused by a failure of the main board. The exact cause of the main board failure could not be conclusively determined, because the device has not been returned to omsc. However, there is no inferred tendency to occur frequently, so omsc concluded that the main board failed due to an accidental failure of an electronic component. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device shut down automatically. The patient was not yet anesthetized when the reported defect occurred. The user replaced the device to another device and completed the intended procedure, cholecystectomy. There was no report of patient injury associated with the event.